Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the infusion set was changed to address the issue. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose was 175 mg/dl.